Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was extracted and replaced due to a product performance anomaly. This lead has not been returned. Other than the surgical procedure, no additional adverse effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was extracted and replaced due to a product performance anomaly. This lead has not been returned. Other than the surgical procedure, no additional adverse effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.